Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, inside a previously implanted medtronic surgical valve, during the first deployment attempt, the valve was positioned so deep that there was a risk of interference with the mitral valve. Subsequently, the valve was recaptured. Upon the second deployment attempt, the deployment was too shallow. It was likely that the medtronic surgical valves stent post had become entangled with the stent post cells of the transcatheter valve. Another recapture was performed, and the capsule appeared deformed, preventing the valve from being fully retracted beyond the 5th node. Further attempts to recapture were performed using the end cap but were unsuccessful. The physician attempted to pull the valve back into the descending aorta to resolve the capsule deformation and allow recapture, but this was ineffective. It was attempted to catch the un-retracted part of the valve with a snare and compress it for retrieval. Subsequently, this was abandoned due to the presence of a medtronic guidewire in the left ventricle. An 18 french non-medtronic (dry seal) sheath was inserted, and the base of the device was cut at the shaft to facilitate direct retrieval of the valve, however, the attempts at inserting the 18 french sheath over the dcs were unsuccessful. A vascular surgeon was consulted for a cutdown, but after considering the risks of inserting a sheath without a dilator, it was decided to retrieve the valve directly through the femoral artery. Subsequently, as the dcs was pulled, the valve was fully released in the abdominal aorta. An angiography was performed that confirmed that the renal arteries were not occluded. Attempts to re-position the valve with endoscopic forceps showed that the valve was securely sealed and immobile, suggesting a low risk of migration and vascular occlusion. The procedure proceeded with deployment of a second valve. During deployment of the second valve, 3 recaptures were required, and the valve was positioned at approximately 5 millimeter¿s (mm) from the non-coronary cusp (ncc). There was no paravalvular leak (pvl) observed, and the pressure gradient decreased from 27 millimeters of mercury (mm hg) to 6 mmhg. There were no vascular occlusions or dissections caused by the valve in the abdominal aorta. The procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2024; product ID: d-evolutfx-2329 (lot: 0012214201); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012192776); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012192776); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID: evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2024. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5. Updated d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx 23 mm product ID evolutfx-23 serial/lot (B)(6), use by date 2026.05.08, UDI: (b))4).. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the delivery catheter system (dcs) capsule appeared deformed due to the surgical valve stent post being recaptured while the dcs was inserted into the "evo" cell. It was reported that the "root" was distorted/shrunk but not bent. It was confirmed that there was no tear or separation within the capsule. The confida guidewire was positioned at the apex of the ventricle, leaving no area for the snare to pass, therefore the valve was not able to be snared. It was noted that the recaptures were performed with the second valve because the valve position was deep. The patient was discharged from the hospital following the implant procedure, as usual without any other complications.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device is: brand name evolut fx valve; product ID evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a, updated data: b5. H6. Additional codes. Corrected data: d10. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that deployment of the valve in the abdominal aorta resulted in superior mesenteric artery stenosis, but there were no further issues due to collateral circulation. Additionally, hemorrhaging at the access site was noted.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right transfemoral artery was used as the access site. The injury occurred to the right side. The minimum diameter of the access vessel was 7.9 millimeter¿s (mm) by 8.2 mm. The injury occurred when the dcs was withdrawn from the patient. Treatment was provided for the access site hemorrhage; however, the details were unknown. Per the physician, the dcs did contribute to the access site hemorrhage, and the second dcs did not contribute to the access site hemorrhage. Additionally, it was reported that the cause of the access site hemorrhage was due to dcs removal.